Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that after implanting a non-abbott stent in an eccentric, mildly tortuous, and mildly calcified right common iliac artery; the fox plus was delivered for post-dilation. During first inflation, the balloon ruptured at 8 atm. A pin hole rupture reportedly was noted after the balloon catheter was removed from the pt. Another balloon catheter was used to complete the procedure. There were no reported adverse pt sequelae. Though requested, no additional information was available.